Event description:
It was reported by service report that the power outlet under the bed was not functional. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Electrical damage to auxiliary outlet.